Event description:
On day of event, suspect device was giving high readings. Diabetic was noticed by family member to be not responsive as usual. Suspect device reading was 440 mg/dl, approximately 10 minutes before emt device gave reading of 28 mg/dl. Glucose IV was given as treatment but diabetic did not go to hospital and is doing better but no as well as usual.

Manufacturer narrative:
Standard disclaimer on file.